Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2025. The leakage occurred at the quick release. The infusion set was in use for two days. The patient's blood glucose level was high (specific value unknown) at the time of the event, and the patient was treated with manual shots of insulin. No further information available.